Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8336-50; serial number: (B)(4); batch/lot number: 7032013; model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads reveled no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms of redness and tenderness were noted around the ipg pocket site. The patient was precribed with antibiotics and underwent an explant procedure. The patient was doing well postoperatively.